Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: endurant ii iliac stent graft; product ID: etlw1616c82ee; serial: (B)(6); brand name: endurant ii iliac stent graft; product ID: etlw1616c124ee; serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of tan endurant ii stent graft system the site observed a endoleak, undetermined type. Corelab review of the same images identified a type ii endoleak with undetermined subtype/vessel. No additional medical intervention was required to prevent permanent injury or impairment, and there were no impacts on the patient. No patient complications have been reported as a result of this event. The unknown endoleak reported by the site and the type ii endoleak identified by corelab were assessed by the sponsor as possible relate to the device and procedure.